Manufacturer narrative:
Unit passed the displacement and self-test. No pump error 23 alarms noted during testing. Unit successfully downloaded to thump. The formatted history file confirmed the pump alarmed pump error 63 alarm (line number 147 file number 2017) on 10/17/2024 18:18:19.000 and pump error 23 on 10/17/2024 18:17:28.000 due to moisture damage to motor processor as per global logic analysis (esf# (B)(4)). Unit was cut open found moisture damage to motor assemblies, pcb1 board and pcb 2 board. The following were noted during visual inspection: corroded electronic assembly, corroded motor home switch, scratched case, pillowing keypad overlay, stained serial number label. The p-cap/reservoir does lock properly. Confirmed the pump alarmed pump error 63 and pump error 23 in the pump history download due to moisture damage to the motor processor. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 23-post-reset ram crc alarm. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer reported receiving pump error 23 couple of times. Customer was able to clear error and complete rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.